Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2015, the physician received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and "thought there was perforation in the wall". The procedure was aborted and there was no intervention required. The patient was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).